Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect syphilis assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67718be01. Device history review did not identify any potential non-conformances, non-conformances or deviations with lot 67718be01 and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer¿s issue. In this case, the architect syphilis assay showed non-reactive results which is in accordance with the non-reactive confirmatory assays (trust and tppa). Based on the investigation the architect syphilis tp for lot 67718be01 is performing as intended, no systemic issue or deficiency of the architect syphilis tp reagent was identified.

Event description:
The customer reported a false nonreactive architect syphilis tp result for a 36-year-old female patient with a history of syphilis. The following information was provided: initial result = 0.80 s/co, repeat = 0.89 s/co, colloidal gold = positive, trust = negative, tppa = negative. Historical abbott result = reactive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false nonreactive architect syphilis tp result for a 36-year-old female patient with a history of syphilis. The following information was provided: initial result = 0.80 s/co, repeat = 0.89 s/co, colloidal gold = positive, trust = negative, tppa = negative. Historical abbott result = reactive. No impact to patient management was reported.